Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
On (B)(6) 2014, the right pleural chest drain snapped at the drain connection end whilst the (B)(6) pt was moving. The drain snapped again, further down at the pig tail end whilst tweezers were used to remove drain from pt. No residual drain left in pt, confirmed on chest x-ray. The pt did require an additional procedure due to this occurrence as a new right pleural chest drain was inserted.